Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited abnormal insufflation due to manifold unit failure. There were no reports of patient involvement.

Manufacturer narrative:
Additional information: h3, h4, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was reproduced during device inspection. It is presumed that the piping was poor due to a failure of the manifold unit. A definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.